Event description:
It was reported that during use with 20 bd vacutainer® k2e 3.6mg plus blood collection tubes the tubes were underfilled. The following information was provided by the initial reporter, translated from chinese to english: phase: during blood collection. Defect: insufficient negative pressure was found quantity: 20 pieces. Effects: no effect on patients and users.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.6. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.